Event description:
Brazil. Allegedly, a patient presents with pain at rest in the right breast. Magnetic resonance imaging demonstrated a deformity of the breast implant, described as superomedial flattening, associated with clinical findings of capsular contracture. (Sn: (B)(6)).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: capsular contracture baker grade iii.